Event description:
New information received notes that patient presented in-clinic for a right ventricular (rv) lead explant procedure. Examination of the rv lead revealed another instance of rv lead noise. The rv lead was also found to be fractured. The rv lead was explanted and replaced on (B)(6) 2021. The implant technique for the rv lead was suspected to be the cause of the rv lead fracture the patient was stable throughout.

Event description:
Additional information received noted the patient came in clinic due to pocket stimulation. The patient does not frequently require pacing, so the base rate was adjusted to a lower rate. No patient symptoms were reported.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in-clinic. Their right ventricular lead exhibited low pacing impedance and there is alleged clavicular crush. No intervention was made. The patient was in stable condition.

Manufacturer narrative:
The reported events were conductor fracture, low pacing impedance, clavicle crush, noise and muscle stimulation. As received, a partial lead was returned in three pieces. The reported events of conductor fracture, low pacing impedance, clavicle crush and noise were confirmed. Visual examination of the lead found compressed lead due to clavicle crush noted at the proximal region of the lead with breached/damaged outer insulation and inner insulation and all filars of outer coil were fractured/separated. The cause of the reported events was due to the breached outer insulation and inner insulation and the fractured outer coil due to clavicle crush forces.

Event description:
Additional information received noted the right ventricular lead showed noise on the ventricular electrogram. No intervention was made.